Event description:
This lead was implanted on (B)(6) 2007, and was capped on (B)(6) 2013, due to extremely low impedance. The physician was dr. (B)(6), at (B)(6) medical center . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).